Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the article are captured under a separate medwatch report. Summarized patient outcomes/complications of left atrial appendage occlusion in patients suffering from advanced chronic kidney disease were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, smoking, alcohol use, prior stroke, prior transient ischemic attack, prior systemic embolization, peripheral artery disease, prior coronary artery disease, prior percutaneous coronary intervention, prior coronary artery bypass graft, prior heart failure, prior cancer, prior bleeding, labile international normalized ratio, atrial fibrillation. Some of the complications reported were cardiac tamponade, stroke, device embolization, transient ischemic attack, bleeding; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "left atrial appendage occlusion in patients suffering from advanced chronic kidney disease (stage 4 and 5). Long-term follow-up", was reviewed. The article presented a retrospective, single center study evaluate the outcomes of left atrial appendage occlusion (laao) in patients with advanced chronic kidney disease (a-ckd). Devices included in the study were amplatzer cardiac plug, amplatzer amulet, watchman, lambre, and unknown. The article concluded that laao is an effective and safe treatment in a-ckd patients to prevent ischemic events and bleeding. This strategy could be an alternative to oral anticoagulation in this high-risk group of patients. [The primary and corresponding author was sergio lópez-tejero, md, phd, department of cardiology, complejo asistencial universitario de salamanca (causa), paseo de la transición española s/n. Cp: 37007. Salamanca, spain, with corresponding email: ser_slt@hotmail.com] the time frame of the study was from december 2009 to may 2022. A total of 573 patients were included in this study, of which 281 (49.1%) received an abbott device. The average age was 78.6 years and the average gender was male. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, smoking, alcohol use, prior stroke, prior transient ischemic attack, prior systemic embolization, peripheral artery disease, prior coronary artery disease, prior percutaneous coronary intervention, prior coronary artery bypass graft, prior heart failure, prior cancer, prior bleeding, labile international normalized ratio, atrial fibrillation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "left atrial appendage occlusion in patients suffering from advanced chronic kidney disease (stage 4 and 5). Long-term follow-up".